Event description:
This event was reported as insufficiency, pulmonary hypertension and congestive heart failure.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed moderate host tissue overgrowth which covered the sewing ring. Mechanical disruptions were also noted on the sewing ring. X-ray analysis revealed distortion of the ring, which may have been artifactual of explant. No further inconsistencies were noted. The primary cause for dysfunction of this ring was indeterminable. These findings would not account for the symptoms noted clinically. H6: 86=x-ray analysis 100=inconsistenceis noted were artifactual and not device failure. Cause of event indeterminable.